Event description:
Acute arthritis [arthritis]. Case description: spontaneous report was received on 13-feb-2012 from a rheumatologist regarding a pt (initials, gender or age not provided) with gonarthritis. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f20) injection of 6 ml, in an unspecified knee. The lot number of synvisc one was not provided. It was reported that the injection into the knee was not painful and no physical activity was performed by the pt following the injection. Twenty four hours later, the pt experienced effusion and pain on treated knee which was diagnosed as acute arthritis. On an unknown date, arthrocentesis was performed and synovial fluid was strongly inflammatory and sterile. It was reported that the pt recovered from the event within 24 hours of administering a corticosteroid injection. No action was taken with synvisc one. Concomitant medications were not provided. The intensity for the event of acute was not provided. The reporting physician did not provide the relationship between synvisc one and the event of acute arthritis.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on 14-feb-2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer¿s comment: the benefit-risk relationship of the product is not affected by this report.